Event description:
Throat cancer; I used a recalled philips respironics dreamstation CPAP for 3.3 years. During 2021 I noticed difficulty swallowing. A tumor was observed on (B)(6) 2021. A biopsy confirmed adenoid cystic carcinoma on (B)(6) 2021. FDA safety report ID # (B)(4).